Event description:
It was reported that the patient had their catheter replaced on (B)(6) 2014. It was also noted that, ¿in these days,¿ they were in the hospital for a pocket revision. No patient symptoms were reported. The drug the pump was being used to infuse was not reported. No interventions or outcomes were reported regarding these events. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient was in the hospital for a pocket revision in the "beginning" of 2015 (these events are captured in manufacturer's report number 3007566237-2015-00185 and do not apply to this event). The patient outcome was reported as "good," and they were receiving effective therapy. The drug in the pump at the time of the event was baclofen.

Manufacturer narrative:
Catheter segments were returned for analysis. Analysis revealed the sc cup boot had been pulled back. The retaining ring was distorted/deformed where the laboratory technician had extreme difficulty attaching to a pump outlet fitting for testing. Once connected, the sc leaked. Retaining ring finger on one side showed indents. In conclusion, analysis of the catheter noted sc connector was damaged during explant.

Event description:
It was further reported that it was the proximal part of the catheter that had been replaced. As of (B)(6) 2015, no catheter segment had been returned.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).